Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions.

Event description:
The customer's mother called to report that her daughter has a "red rash", the size and shape of the pod adhesive that has 'yellow goo" on it. In addition, the pod site itches both while the pod is being worn and after it is removed. The symptoms begin within a few hours of applying pods. A skin barrier was tried, but made no difference; she will be switching to different skin barrier product. No product will be returned for evaluation.